Manufacturer narrative:
Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4).

Event description:
User facility reported the patient "lost all vital signs" within the first 10 seconds of a novasure endometrial ablation. The procedure was stopped and vital signs returned to "normal". The physician attempted the ablation a second time with the same response. The procedure was stopped and the vital signs again returned to "normal". The physician attempted the ablation a third time and again "the heart stopped". The physician aborted the procedure. No treatment was needed for these events and the patient was discharged home following the attempted procedure. During follow-up on (B) (6) 2010, the physician indicated the patient is currently doing fine.